Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that there are scratches on the insulin pump and the programming on the display cannot be seen. Customer also indicated that there may be issues with the sensor but is not sure. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for damage but not for sensor, but as the display cannot be viewed, the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump properly connected to glucose sensor simulator and no anomalies noted. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.